Event description:
It was reported that the system was explanted due to a systemic infection. There is no allegations from a health care provider that the system caused infection. The patient was stable before, during and after the procedure.